Event description:
Per fax, manifold assembly is sticking (B)(4). Per independent repair center statement, unit alarming or red light. The key failure was the valve manifold for the valve was sticking.